Event description:
It was reported that catheter entrapment and a shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and heavily calcified left anterior descending (lad) artery. A 2.50x38mm promus premier¿ stent was deployed to treat the target lesion. After the physician deployed the stent, the stent delivery system got stuck and the shaft broke in two. The distal shaft remained on the wire. A balloon was advanced alongside and dilated to anchor the segment and pulled proximal. While the balloon was inflated in the guide catheter, the detached portion was removed simultaneously along with the wire, guide catheter and balloon. The guide was flushed and re-engaged. Post dilation was performed with a nc balloon. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Device evaluated by MFR.; the balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings appeared to be evenly folded back into position following the deflation of the device after placement of the stent. It was not possible to re inflate the balloon during analysis of the device as the device shaft was broken in the mid shaft region. The crimped stent was detached from the balloon and not returned with device for analysis. Crimp markings were evident on the wall of the balloon. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks and evidence of stretching to the mid shaft together with a break. The outer part of the delivery system also has multiple kinks together with a bi component break and severe stretching to the inner lumen. The type of damage found is consistent with excessive tensile and torsional forces being applied to the delivery system. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that catheter entrapment and a shaft break occurred. The 95% stenosed target lesion was located in the mildly tortuous and heavily calcified left anterior descending (lad) artery. A 2.50x38mm promus premier stent was deployed to treat the target lesion. After the physician deployed the stent, the stent delivery system got stuck and the shaft broke in two. The distal shaft remained on the wire. A balloon was advanced alongside and dilated to anchor the segment and pulled proximal. While the balloon was inflated in the guide catheter, the detached portion was removed simultaneously along with the wire, guide catheter and balloon. The guide was flushed and re-engaged. Post dilation was performed with a nc balloon. No patient complications were reported and the patients' status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).